Event description:
It was reported that  the implantable cardiac monitor (icm) experienced oversensing on the day of implant. The icm remain sin use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.